Event description:
Per the clinic, the patient developed a post-auricular abcess. The patient underwent treatment for the infection and a subsequent revision of the skin flap (dates not reported) which did not resolve the issue, resulting in a decision to explant the device. The device was explanted on (B)(6), 2010. Reimplantation is planned, but has not taken place at the time of this report.the manufacturer became aware upon receipt of the explanted device on (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).